Manufacturer narrative:
A maquet field service technician was on site and investigated the unit in question. He troubleshooted the device and could not confirm the problem stated by the customer. The unit was checked and full inspection was performed based on the service protocol, and no faults was found. Therefore no most probable root cause could be determined. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
Cardiohelp s/n (B)(4) stopped pumping while attached to a patient. The perfusionist team started to hand crank. Started global override and oxygenator was placed back in the cardiohelp and forward flow was reinitiated with positive function. After a few minutes they decided to return the unit back to normal function without override. Once this was done the unit stopped again and the decision was made to use another cardiohelp console. The switch was made with the original circuit moved to a new console. Full function was restored with all patient parameters returned to acceptable ranges. After the treatment the patient was evaluated by physicians and no obvious harm was done to the patient. Complaint# (B)(4).